Event description:
It was reported that the universal oscillating saw attachment had a broken knob. Add'l clinical follow up with the customer indicated the issue was observed during an inspection process and the device was not in user or intended for any scheduled procedure at the time of inspection. There was no report of pt harm. Evaluation of the returned device identified that two of the eight hub pins were no longer attached to the mounted drive shaft.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. Evaluation of the device observed that two of the eight hub pins were no longer attached to the mounted drive shaft. The cause of the reported issue is unk.